Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a viscoelastic solution was injected into different patient eyes during multiple, separate cataract surgeries. Afterwards, metallic particulates were visibly remained in the corneal incision. There was no report of any patient harm.